Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated that she experienced several different symptoms over the past several months after tampon usage. These symptoms include a brown discharge, pain, heavy bleeding and fainting. She did not visit a doctor and refused medical treatment due to not having medical insurance. An internal medical assessment determined these symptoms are consistent with pelvic inflammatory disease.